Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had intermittent upstream occlusion alarms. This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing , 'intermittent upstream occlusion"alarm was reproduced. A review of the event history log revealed "upstream occlusion!" Messages but log cannot confirm if the alarms were true or false. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be faulty ultrasonic sensor .the ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.